Event description:
The facility reported an infusion pump with a failure code 703 which occurred during biomed testing. The facility rep stated that no pt injury was associated with this report and no incident reports have been filed since the last baxter service event.